Event description:
It was reported that the scale was not operating properly. No adverse consequences reported.

Manufacturer narrative:
User facility had unplugged a loadcell, therefore, making the scale inaccurate which could in turn affect the bed exit system.